Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had a syncopal episode. A review of the stored electrogram noted oversensed muscle noise. There was an allegation that the device took longer than expected to deliver a shock. Boston scientific technical services (ts) reviewed the electrogram and noted that the rhythm had high and low fibrillation wave amplitudes which resulted in the delay to therapy. This is normal device operation. The device was reprogrammed and remains implanted.